Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2014 due to it failing. The replacement ins was placed in the subcutaneous pocket and fixed to the muscle; the blood loss was noted as being minimal. Following the procedure, the patient was returned to the recovery room without incident. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.